Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of sensing. During the explant procedure, the lead tip was broken off and could not be found; an x-ray was performed but the tip could not be located. No additional information was reported.